Manufacturer narrative:
Device evaluation: the zib6 device of unknown rpn and unknown lot number involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. This file was created in response to the a pmcf study. It is related to (B)(4) and will capture stent occlusion. Manufacturing records review: prior to distribution all zib devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use and/label review: as per the instructions for use, ifu0040 which informs the user about the potential adverse events that may occur: allergic reaction to contrast or medication, allergic reaction to nitinol, bile duct ulceration, bile leakage, biloma, cardiac arrhythmia or arrest, cholangitis, cholecystitis, cholestasis, death (other than due to normal disease progression), fever, hemothorax, hematoma, hemorrhage, infection/abscess at access site, inflammation, liver abscess, nausea/vomiting, obstruction of the pancreatic duct, pain/discomfort, pancreatitis, perforation, peritonitis, pleural effusions, pleuritis, pneumonia, pneumothorax, recurrent obstructive jaundice, respiratory depression or arrest, sepsis, stent fracture, stent migration, stent misplacement, stent occlusion, trauma to the biliary duct or duodenum, tumor overgrowth, tumor seeding, vascular injury (including portal or hepatic vein or artery). It should be noted that the instructions for use (ifu0040) lists ¿stent occlusion¿ as a potential adverse event. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause can be attributed to patient pre-existing condition and/or a known potential adverse event. As per page 48 of the pmcf, the cause of the re-current biliary obstruction was due to tissue or tumour overgrowth. As per page 50 of the pmcf, the site determined the event to not be related to the study device, or procedure and related to the patients pre-existing condition of cancer. Also, as previously noted, ¿stent occlusion¿ is listed as a potential adverse event in the IFU. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the initial reporter, on the (B)(6)2016 the patient underwent a stenting procedure where 02 zib6 stents were placed for in the common bile duct for bile duct cancer along with a third non-study stent. There were no adverse events related to the procedure. On (B)(6)2016 the patient experienced re-current biliary obstruction due to tissue or tumour overgrowth within one of the study stents. The site determined the event to not be related to the study device and instead related to cancer. The treatment involved endoscopic intervention - new study stent placed. Confirmed quantity of (B)(4) used device. Patient death was reported on (B)(6) 2017. The cause of death was due to primary disease progression. As per medical advisor input, the cause of death was due to progression of the patient's primary disease.

Event description:
A supplemental report is being submitted due to completion of the investigation on (B)(6)2025.

Manufacturer narrative:
PMA/510(k)#: k182980. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
(B)(6)2016 date of first implant procedure in common bile duct for bile duct cancer. 2 study stents placed and 1 non-study stent placed. 1x zib6-40-10-40 pre-stent dilatation performed at common bile duct. 1x zib6-40-10-60. No adverse events related to the procedure. (B)(6)2016 x1 study stent placed zib6-40-10-40 in common bile duct. Placed side by side with another stent. No adverse events related to the procedure. Cholangitis (B)(6)2016. 88 days post procedure. Endoscopic intervention of drain and medical treatment of bactrim / amoxicilline / lovenox. The site determined the event to not be related to the study device, related to chemotherapy. Cholangitis (B)(6)2016. 93 days post procedure. Medical treatment of bactrim / amoxicilline / lovenox. The site determined the event to not be related to the study device, related to chemotherapy. (B)(4). Re-current biliary obstructions (B)(6)2016. 93 days post procedure. Obstruction noted not to be within study stent. Not documented if patient had any signs/symptoms. Treatment endoscopic intervention 3 new drains and medical with tazocilline and amoxicilline bactrim. The site determined the event to not be related to the study device, related to cancer. Re-current biliary obstructions (B)(6)2016. 107 days post procedure. Obstruction noted to be within study stent. Due to tissue or tumor overgrowth. Not documented if patient had any signs/symptoms. Treatment endoscopic intervention study stent placed. The site determined the event to not be related to the study device, related to cancer. (B)(4). Neoplasm progression (B)(6)2017. 359 days post procedure. No treatment. The site determined the event to not be related to the study device, related to cancer. The reinterventions for recurrent biliary obstruction were noted as successful. On (B)(6)2017, the patient died of primary disease progression. This file will capture the study device onset of biliary obstructions.